Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that : on (B)(6) 2010, the patient underwent an anterior lumbar interbody fusion and posterolateral fusion surgery from vertebrae l4 to s1. She was implanted with rhbmp-2/acs. The rhbmp-2 collagen sponge was applied from a posterolateral approach. The rhbmp-2 collagen sponge was placed outside a cage, in the posterior elements. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. The patient's post-operative period had been marked by a period of improvement, followed by progressively worsening and chronic neck pain, which radiates across her head to her left ear and down to both shoulders, constant headaches, limited range of motion in her neck, difficulty breathing, difficulty sleeping, inability to lift her arms, low back pain and spasms, difficulty walking and driving, and bowel issues. She requires use of a cane and walker to assist in ambulation. She must also wear neck and back braces most of the time. These serious injuries prevent the patient from practicing and enjoying the activities of daily life that she enjoyed preoperatively.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2008: patient presented with pre-op diagnoses as: lumbar pseudoarthrosis, l4-5, l5-s1. For which, patient underwent following procedures: l5-s1 revision hemilaminotomy, left side. L4-5 and l5-s1 posterolateral fusion. L4, l5 and s1 segmental instrumentation. Per op notes, kerrisons and curettes were used to decompress the l5 neural foramen and s1 neural foramen on the left side. Once that was accomplished, the remaining posterior elements were decorticated and grafted using the bmp bone graft combination. Patient underwent intra-op lateral lumbar spine radiograph which showed anterior and posterior spinal fusion procedure. Patient tolerated the procedure well with no complications reported. On (B)(6) 2008: patient presented for an office follow-up visit status post two and a half months from her revision anterior and posterior cervical fusion. Impression: healing lumbar spine fusion. On (B)(6) 2008: patient presented for an office visit eight week post-op from repair of her lumbar pseudoarthrosis. Patient underwent x-ray of lumbar spine. Impression: healing lumbar spine fusion. On (B)(6) 2008: patient presented for an office visit with complaint of some burning and tearing sensations in right trapezius and arm area. Patient also had some left-sided headaches and pain in neck down into her shoulder on left side. Patient also underwent x-ray of cervical spine. Impression: healing fusion, c4-5. On (B)(6) 2008, (B)(6) 2009: patient presented for physical therapy with primary diagnoses as: other syndromes affecting cervical region, spasm of muscle, muscle weakness, stiffness of joint, abnormal posture, pain in thoracic spine, pain in joint involving multiple sites. On (B)(6) 2008: patient contacted office with complaint of dozen of incidents of bowel incontinence. On (B)(6) 2008: patient underwent x-ray of lumbar spine. Impression: healing lumbar spine fusion. On (B)(6) 2009: patient presented for an office visit with complaint of some short term memory loss problems. Patient underwent CT of lumbar spine without contrast. Conclusion: degenerative disc disease and mild spinal canal stenosis at l3-l4. On (B)(6) 2009: patient presented for an office visit with complaint of neck and low back pain. Patient underwent CT of lumbar spine with reconstructions. Conclusion: posterior fusion at c4-c5 has occurred since the study of (B)(6) 2008. Incorporation of posterior fusion bone as well as incorporation of the interbody bone since the prior study. Interbody fusion at c5-c6. Degenerative changes c3-c4. On (B)(6) 2009: patient underwent CT of lumbar spine with reconstructions due to low back pain with lower extremity radicular pain left greater than right. Conclusion: post-surgical changes with laminectomy and fusion procedure with posterior and anterior instrumentation l4-l5 and l5-s1. Further incorporation of posterolateral and interbody bone at both levels comparing to the prior study. On (B)(6) 2011: patient presented with pre-op diagnosis: lumbosacral spondylosis, thoracic spondylosis. For which patient underwent: paravertebral facet joint injection, lumbar, paravertebral facet joint injection, thoracic. On (B)(6) 2010: patient presented for an independent medical evaluation. On (B)(6) 2012: patient presented with pre-op diagnosis: sacroiliitis. For which patient underwent: sacroiliac joint injection. On (B)(6) 2012: patient presented with pre-op diagnosis: sacroiliitis. For which patient underwent: bilateral si joint radiofrequency. On (B)(6) 2012: patient presented with pre-op diagnosis: cervical spondylosis, spinal enthesopathy. For which patient underwent: paravertebral facet joint injection thoracic, trigger-point injection. On (B)(6) 2012: patient presented with pre-op diagnosis: cervical spondylosis, cervicalgia. For which patient underwent: radiofrequency ablation (B)(6) 2012: patient presented with pre-op diagnosis: cervical spondylosis, cervicocranial syndrome. For which patient underwent: paravertebral facet joint injection, cervical. On (B)(6) 2012: patient presented with pre-op diagnosis: cervical facet joint arthropathy. For which patient underwent: radiofrequency ablation of the nerves to the left-sided c4, c5, c6 and c7 levels performed under fluoroscopic guidance with sedation per the patient's request. On (B)(6) 2012: patient presented with pre-op diagnosis: left sacroiliac joint pain. For which patient underwent: radiofrequency ablation of the nerves to the left sacroiliac joint with sedation per the patient's request.